Event description:
It was reported that during a lap appendectomy procedure, they rec'd intermittent activation with both hand activation and foot activation. They also rec'd a solid tone when they initially activate the device. They completed the case with a second handpiece with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.